Event description:
The affiliate reported the customer alleged approximately two milliliters of clear fluid leaked from the probe wipe and was contained within the drip tray involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the tubing at pinch valve vl107b, that supplies diluent to the backwash tank, was cut. The fse replaced the tubing and resolved the fluid leak issue. The fse verified system operation. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).